Event description:
One (1) eclipse homepump filled with daptomycin 500 mg/ns 100 ml in a 100 ml eclipse homepump, rate 200 ml/hr, model e102000, lot 0202561770 leaking from the connection to the reservoir and tubing. Tubing was clamped.